Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca 19-9 results on one patient. Results provided: end of year 2016 = 100-200; after 2016 showed a low value (not provided); (B)(6) 2018 = 80-90; after (B)(6) 2019 showed low values of 5.6 / 5.6 / 5.9; (B)(6) 2019 = 120 / 214; (B)(6) 2019 = 6.5 / 6.5 (no units provided). It is unknown if the patient has pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for architect ca 19-9xr (lot 01023m800) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customers observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 01023m800 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr (lot 01023m800) assay.